Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 01 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the 'mic gj [gastric-jejunal] tube used on patient perforated through the small bowel'. The feeding tube was placed (B)(6) 2020 due to patient coming in with stab wounds, and abrasions to abdomen. Patient returned in (B)(6) 2020, and body had created its own fistula; feeding tube was no longer in use. Image obtained showed a hole in the small bowel where the tip of the gj tube sits. Patient has a history of drug use and inconsistent care. Patient is stable, no additional surgery/procedures needed.